Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested however no response has been received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent procedure name? Date of procedure? Please provide photos of the reaction? What medical and or surgical intervention was provided to address the issue with this patient? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive with mesh was used. Post operatively the patient had a numbness and pain reaction. The skin was red and irritated 0.25 or 5 inch area then spanning out to diffuse red spots and blisters, bilaterally. The patient was given steroids. No other information is available. No device will be returned. Additional information has been requested